Event description:
On (B)(6) 2015, the patients noticed that the external processor was not able to stay in place. If he physically holds it in place he can hear, but as soon as he let go of the device, it "slips" to another location on his head and all he hears is static. Previously the patient had good retention of the external device. He denies any head trauma or medical changes. No swelling at the implant site was observed. The magnet strength was changed from 1 to strength 3, but still the device did not stay in place. Re-implantation is planned.

Manufacturer narrative:
(B)(4). Conclusion: device investigation results identified a failure of the stimulator electronics. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
On (B)(6) 2015, the patients noticed that the external processor was not able to stay in place. If he physically holds it in place he can hear, but as soon as he let go of the device, it "slips" to another location on his head and all he hears is static. Previously the patient had good retention of the external device. He denies any head trauma or medical changes. No swelling at the implant site was observed. The magnet strength was changed from 1 to strength 3, but still the device did not stay in place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.